Event description:
Titanium cage was inserted in lumbar 4 and lumbar 5 in june of 1995. Six mos after insertion rptr called the surgeon with complaints of severe pain, being unable to sit or lie down for long periods of time. It was discovered that the device did not fuse. The surgeon who inserted the device does not have any info on it. The facility where the procedure was done would not give any info on device to rptr.